Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged/detached downstream occlusion (dso) seal. Functional testing was unable to duplicate an unknown issue; however, the damaged downstream occlusion seal was noted. The dso seal was replaced, and the device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device will not prime for use. Nurse tried several sets. There was no patient involvement. The device evaluation found a damaged/detached downstream occlusion seal.